Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device met specifications with regards to the iipv found in the log review. The root cause of the iipv was insufficient drain, false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. Review of the service dates and activities revealed the previous return of the device was not for the problems of iipv. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during drain cycle 3. The programmed fill volume was 1900ml and the total drain volume was 3094ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.